Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2015.

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The device was reprogrammed to right ventricular pacing only.